Event description:
Baxter reported that the transfer set was leaking from the silisone tube. The set was in use for 120 days. There was no pt injury or medical intervention associated with this incident according to baxter.